Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: jul 31, 2017: litigation received. Litigation alleges friction and wear caused large amounts of toxic cobalt-chromium metal ions, pain, discomfort, inflammation. No part and lot information provided. This complaint was updated on: aug 14, 2017. Update aug 16, 2017. Der and additional information received. The patient was revised due to elevated metal ions and pinn can bone screws were not seated and metal liner was inserted in wrong position. Additional implant removed was articuleze metal on metal head 1365-50-000 36-2. Pinnacle cup, metal liner, two-screws, and metal head were explanted and new cup, liner, screws and head were implanted. Update oct 2, 2017: pfs and medical record received. In addition to what was previously alleged, pfs alleges difficulty walking and trouble in performing daily activities. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address adverse reaction to metal. Revision notes reported slight turbid synovial fluid consistent with a mild metal reaction, grayish staining of synovial tissues, moderate amount of corrosion at the base of the trunnion, slightly canted liner, slightly proud screw and not fully recessed, and osteolysis. Added complainant information. Updated product codes and lot numbers. Added cup and screws since they were removed. This complaint was updated on oct 24, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Jul 31, 2017: litigation received. Litigation alleges friction and wear caused large amounts of toxic cobalt-chromium metal ions, pain, discomfort, inflammation. No part and lot information provided. This complaint was updated on: aug 14, 2017.

Manufacturer narrative:
(B)(4) added: (patient and device)

Event description:
Update oct 2, 2017: pfs and medical record received. In addition to what was previously alleged, pfs alleges difficulty walking and trouble in performing daily activities. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address adverse reaction to metal. Revision notes reported slight turbid synovial fluid consistent with a mild metal reaction, grayish staining of synovial tissues, moderate amount of corrosion at the base of the trunnion, slightly canted liner, slightly proud screw and not fully recessed, and osteolysis. Added complainant information. Updated product codes and lot numbers. Added cup and screws since they were removed. This complaint was updated on oct 24, 2017

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.